Manufacturer narrative:
The broken device was returned to the MFR for investigation. The device was visually inspected under magnification and the following was observed: the marker band and very distal tip of the catheter was not present, which is consistent with the complaint description. Damage to the catheter body was observed at 2.2 cm, 3.0 cm, and 88 cm from the distal tip, which is consistent with the catheter being inserted against resistance. Bench top evaluations and clinical simulations demonstrate that the device breakage can only occur following significant damage to the tip.

Event description:
The physician was attempting to place the surfire infusion system st through the surefire specialty catheter into the left hepatic artery to perform an embolization procedure. The left hepatic artery was significantly tortuous. After several attempts to place the surefire infusion system, the physician removed the device. The physician noted friction during advancement and retraction of the device. When the device was removed, it was noted that the marker band and very distal tip (approx 0.6 mm) of the outer catheter body had broken off. The tip/marker band was visable under fluoroscopy. The physician attempted but was unable to retrieve the tip. The physician was able to complete the embolization procedure with a standard microcatheter. There was no pt injury.